Event description:
Caller reported a malfunction on the pump which caused their blood glucose level to exceed 500 mg/dl. They addressed the high glucose level with a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided information on resetting the pump, assisted the caller with the reset, and verified that the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to call back if any further malfunctions occur.